Event description:
A peritoneal dialysis (pd) patient reported having a staph infection in the peritoneum. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on 28/sep/2023 due to cloudy pd effluent. It was not confirmed if the patient reported any additional symptoms. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for staphylococcus epidermidis, and the ceftazidime was discontinued. The cause of the peritonitis event was attributed to touch contamination by the patient. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.